Event description:
It was reported that the atrial lead was damaged during an open heart surgical procedure which resulted in loss of atrial capture and sensing anomalies. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.